Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, arcing occurred, hitting uterine tissue. The tip cover accessory was immediately removed and replaced. The planned surgical procedure was completed with the replacement tip cover and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover has a .035 inch diameter hole in the silicone. The hole is located .190 inches above the silicone to sleeve interface and exhibits melting around the hole, indicative of arcing. The site also returned the 3 monopolar curved scissors instruments, one was believed to have been used during procedure. A char mark was found on one of the instruments, at the proximal clevis ear. With the tip cover installed on the instrument, the hole position is very close to the char mark. The hole position is near the section of maximum silicone stretching when the wrist is pitched. The instrument does not have any burrs or damage in the area of the char marks. Engineering concluded that insufficient silicone dielectric strength (due to damage or reduced silicone thickness during wrist articulation) may have contributed to arcing.